Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. The cause of death was cardiac arrest and diabetes mellitus. The customer was wearing the insulin pump at the time of death. The customer's widow stated that he will call back if he decides to return the insulin pump. Nothing further was reported.